Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction was unable to be confirmed through this evaluation. Review of the submitted log files confirmed the reported low flow alarms. Although a specific cause for the reported alarms could not be conclusively determined through this evaluation, the alarms were reportedly in the setting of outflow graft occlusion. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The controller event log file contained events from (B)(6) 2026. Low flow hazard alarms were captured throughout the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The device was not explanted for evaluation. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, hemolysis, and death, that may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b: date of death unknown, request made for clarification from site. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2026 the patient was admitted for a subarachnoid hemorrhage. On (B)(6) 2026 the patient reported new onset vision loss. On (B)(6) 2026 the patient started having low flow alarms. A computed topography of the chest showed outflow occlusion. Log file review was requested which revealed multiple low flow events. It was later reported that the patient passed away due to hemorrhagic stroke. The device was not explanted. No additional information as provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient's outcome was not considered to be device related. The device operated as expected.